Manufacturer narrative:
A united states customer reported two discordant, falsely depressed carbon dioxide patient results that were obtained on a dimension vista 1500 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse ran service methods and replaced the reagent 3 (r3) mixer for failed mix method issues. Cse confirmed that the water purification module (wpm) temperature was acceptable and quality checks were run with no issues. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were reported to physician(s) and questioned. The same samples were repeated on an alternate dimension vista 1500 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient results.

Manufacturer narrative:
A united states customer reported two discordant, falsely depressed carbon dioxide patient results that were obtained on a dimension vista 1500 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse ran service methods and replaced the reagent 3 (r3) mixer for failed mix method issues. Cse confirmed that the water purification module (wpm) temperature was acceptable and quality checks were run with no issues. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were reported to physician(s) and questioned. The same samples were repeated on an alternate dimension vista 1500 instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient results.